Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Upon follow-up, the patient had received assistance from a doctor or a manufacturer's representative and their concerns were resolved.

Event description:
It was reported that the patient had pain that started 8 years prior. After lung surgery the patient had increased pain because of the healing process. The patient only had the device for two months and had two surgeries. One surgery for implant and one for lung surgery. They had pain for 8 years. There was no new pain; it had been therefore 8 years. There were other issues after lung surgery; just increased pain. The stimulator wasn¿t as effective as in the beginning. The patient had a feeling something wasn¿t right later the manufacturer representative (rep) checked it out. They guessed it was common until they healed from surgery if the device wasn¿t working right. The patient noted with the lung surgery and tons of incisions. They were getting stimulation but couldn¿t turn it up or down. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.